Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked, and unresponsive. The customer's blood glucose was 95 mg/dl. The customer reverted to alternate insulin therapy.